Event description:
It was reported that the pins were sticking in the device. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to stick, and not allow the collet to release the pin.